Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(6).

Event description:
An optometrist reported, one month following lasik treatment, epithelial ingrowth was noted on slit lamp exam for the left eye. Patient reported fuzzy vision in the left eye. The patient was scheduled for flap lift and rinse which is not related to the excimer laser. In a follow up with the optometrist, he indicated a flap lift and rinse was performed on (B)(6) 2014. The patient was seen the next day and was doing well. In the optometrist's opinion, the event was not related to the excimer laser.